Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a hole on the surface of the pebax. It was initially reported that during the procedure, the impedance of the ablation catheter rose gradually to a point where the physician stopped ablating. This happened repeatedly each time rf was attempted to be delivered. The catheter was pulled out of the patient and there was some visible char on the tip of the catheter. The catheter was removed, wiped cleaned and the case continued. There were no reports of patient consequence. Device evaluation details: the device evaluation has been completed. The device was inspected and red brown material was observed inside the pebax, however, no char residues were observed. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. An irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface. Object that cause this type of damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30133682m number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a hole on the surface of the pebax. It was initially reported that during the procedure, the impedance of the ablation catheter rose gradually to a point where the physician stopped ablating. This happened repeatedly each time rf was attempted to be delivered. The catheter was pulled out of the patient and there was some visible char on the tip of the catheter. The catheter was removed, wiped cleaned and the case continued. There were no reports of patient consequence. Additional information received at a later time indicating the physician saw the rise in impedance, however, no system errors were given. There were no temperature or flow issues. A smartablate generator was in use in power control mode with the following parameter settings; temperature cut off was set to 50 degrees celsius. Impedance cut off was 200 or 220 ohms. At the time of occurrence, 50watts was being delivered, the temperature was around 40 degrees celicius. Impedance started at about 120 ohms and gradually rose close to 200 ohms before the physician decided to come off ablation. Regular saline was being used, however, a bolus of heparin was given at the time of successful trans septal puncture. Set control limits on the smartablate generator were never exceeded. The patient has not exhibited any neurological symptoms. The customer¿s reported issue of char is not MDR reportable. Char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The customer¿s reported issue of high impedance is not MDR reportable since the smartablate generator stopped delivering radiofrequency (rf), the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/13/2019, the thermocool® smart touch¿ electrophysiology catheter was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified red / brown material in the pebax. No external damage was noted. These findings are not MDR reportable since the integrity of the device appears maintained. On 6/28/2019, during further evaluation which included a scanning electron microscope (sem) test, evidence of mechanical damage, and a hole on the surface of the pebax was found. Object that cause the damage is unknown. No other anomalies were observed. These findings were reviewed and assessed as MDR reportable as a malfunction.